Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported during a routine office visit that this pacemaker device exhibited a high out of range pacing impedance (greater than 3,000 ohms) on the right ventricular (rv) lead channel. The physician performed provocative maneuvers in unipolar configuration, and myopotential oversensing was observed. The sensing was switched to bipolar with agc at 3mv. All threshold measurements were within normal range. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported. Attempts to obtain the model/serial of the right ventricular (rv) lead have been unsuccessful. It was confirmed that the manufacturer is guidant.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported during a routine office visit that this pacemaker device exhibited a high out of range pacing impedance (greater than 3,000 ohms) on the right ventricular (rv) lead channel. The physician performed provocative maneuvers in unipolar configuration, and myopotential oversensing was observed. The sensing was switched to bipolar with agc at 3mv. All threshold measurements were within normal range. The physician will monitor the patient closely. The device remains implanted. No adverse patient effects were reported. Attempts to obtain the model/serial of the right ventricular (rv) lead have been unsuccessful. It was confirmed that the manufacturer is guidant.